Event description:
This senior medical surveillance specialist reviewed the customer care advocate's, (cca's) documentation. On (B) (6) 2009, the patient/layperson alleged the results on her onetouch ultralink meter had been elevated for two months, usually in the morning. The patient reportedly increased her basal rate from .60 to .65. The patient reported no symptoms of either elevated or low blood glucose as a result. The patient reported obtaining 198 and then 118 mg/dl within ten minutes of each test. The date was not provided. The patient no longer had the vial of test strips to perform a control solution test. Control solution on another vial was in range. Because the precision between the two results was greater than the expected less than =20% or 20 mg/dl, the complaint is reported. No injury or medical intervention was received. The cca replaced the product.

Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.